Manufacturer narrative:
Correction: this event, (B)(4) has been identified as a duplicate of (B)(4) and the investigation was completed under (B)(4). Therefore, in h6- medical device problem code 1069 and 2986 were removed

Event description:
Subsequent to the initially filed report, the following information was provided: there was an error message displayed "release the catheter". Additional information was received which indicated that this complaint is a duplicate of cn-338418, previously filed under MFR# [2024168-2026-00039-00]. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the dragonfly opstar imaging catheter had an error during first pullback and noted to be broken upon removal. Another dragonfly opstar was used to complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.